Manufacturer narrative:
The device was discarded after use and therefore not available for return and investigation. No additional information could be obtained. There were no device deficiencies reported related to the zoom 71. Based on the information provided, five unsuccessful passes were made with a combination of competitor's devices before using zoom 71. Zoom 71 was finally used successfully to restore blood flow. Since limited information was provided about the case, the device was not returned for investigation, and limited case images were provided, the relationship with zoom 71 to the dissection could not be established as it is not clear if the competitor's devices used earlier in the case could have caused or contributed to the dissection. The manufacturing records of this lot were reviewed and did not reveal any issues pertaining to design, manufacturing, or quality and confirmed that appropriate testing and inspection were completed prior to release to ensure the devices in the lot met specifications.

Event description:
The patient was being treated for an occlusion at the right internal carotid artery (ica) m2 segment. The patient had a history of septic emboli, "bad" endocarditis, and was an IV drug user. Access was obtained using a guidewire, competitor guide catheter and competitor large bore catheter. The physician stated that he had difficulty advancing the guidewire but was subsequently able to make five unsuccessful passes with a combination of competitor guide catheter, stent retriever and aspiration catheters. A zoom 71 aspiration catheter was next advanced to the vessel and flow was restored. Subsequently the vessel shut down which was attributed to a vessel dissection. A stent was then placed in the vessel and flow was restored. The patient was transferred to the ICU ward because of complicated endocarditis.